Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated upon inserting the sensor, they started bleeding. They initially applied pressure but that did not stop the bleeding, so they went to the hospital where they also applied pressure. No other treatment was required, and he was feeling fine after being released the same day. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.